Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Prior to the event, the customer got two no delivery alarms, but she did not change the infusion set. During the hospitalization, the customer changed the infusion set and continued to get the alarms. Troubleshooting was performed, and the insulin pump passed the prime test. The customer declined further troubleshooting and disconnected the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.